Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated. During evaluation, the reported phenomenon (intermittent image) was unable to be duplicated. Though, the following non-reportable phenomena were identified: cut and kinks on the cable, loose coupler, and unable to scan UDI as the serial plate is faded. The faulty parts were replaced and device inspected and passed functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head had an intermittent image. The issue was found during the procedure. The procedure was completed with a similar device. The procedure was not prolonged, and the patient's anesthesia and sedation were not extended. There were no reports of patient harm.